Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported a loss of stimulation. It was stated by the patient that stimulation is not working, is not helping, and they are seeing more stiffness in their limbs than usual as of (B)(6) 2016. Stimulation is showing on at 4.0v and no falls or trauma are related to the issue. It was further noted that the patient's tongue has been sticking out since (B)(6) 2016 so the healthcare provider (hcp) had them turn stimulation up from 3.4v to 4.0v. The caller then indicated that the implantable neurostimulator (ins) shows that they are at 100% and it doesn't go down/deplete at all. The caller wasn't with the patient and can't troubleshoot but stated stimulation was on. Follow up with the healthcare provider (hcp) and a manufacturer representative (rep) will be conducted. Additional information received later on date notified from the hcp reported that they were with the patient's pediatrician and wanted to schedule a rep to come to the office. Indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.